Event description:
A hot pack was attached. It leaked, spraying the contents into the eye of a staff member.

Manufacturer narrative:
A staff member was activating a hot pack. It leaked, spraying the contents into her eye. The staff member apparently was out of work for three days. She has since returned to work. No details were provided regarding the injury. There is no sample available for eval. No lot number has been provided. Without a sample to evaluate, a root cause cannot be determined.